Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a cord blood sample was typed as bloodgroup a rh(d) negative with erytype s abd+rev.a1, b on tango optimo. The sample was sent to a reference laboratory and the result came back as bloodgroup ab rh(d) negative. The customer further reported that the anti-a well in erytype s abd+rev.a1, b did not have enough red blood cells. The red blood cells are pipetted out of the patient respectively donor samples by the tango optimo, whereas the antisera like anti-a and anti-b are already dried in the ready for use erytype s abd+rev.a1, b microtest plate. The customer returned neither the supposedly defective product nor the patient sample that had caused a false negative test result. Therefore our quality control laboratory tested their retained sample of erytype s abd+rev.a1, b with different red blood cells on tango optimo. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers with no indication for an instrument malfunction. The instrument was confirmed to operate within specification. The tango optimo is not validated for cord blood samples.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a cord blood sample was typed as bloodgroup a rh(d) negative with erytype s abd+rev.a1, b on tango optimo. The sample was sent to a reference laboratory and the result came back as bloodgroup ab rh(d) negative. The customer further reported that the anti-a well in erytype s abd+rev.a1, b did not have enough red blood cells. The red blood cells are pipetted out of the patient respectively donor samples by the tango optimo, whereas the antisera like anti-a and anti-b are already dried in the ready for use erytype s abd+rev.a1, b microtest plate. The customer returned neither the supposedly defective product nor the patient sample that had caused a false negative test result. Therefore our quality control laboratory tested their retained sample of erytype s abd+rev.a1, b with different red blood cells on tango optimo. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers. From today's perspective we can say that the instrument is not validated for cord blood samples. The root cause analysis is still ongoing.